Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified de novo lesion in the distal left anterior descending artery. A 2.25x12mm xience xpedition stent was implanted; however, a dissection was observed. Another xience xpedition was used to successfully cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.